Manufacturer narrative:
Concomitant medical products: product ID: 8578; lot#: hg4yhyv02; explanted: (B)(6) 2022; product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 17-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl (10000 mcg /ml at 958 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's catheter had pulled out of the intrathecal space after an unrelated back surgery at a different time. The healthcare provider removed the old catheter and replaced with a 8780. The event was resolved at the time of the report.